Event description:
Consumer complaint about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-95mg/dl fasting. Verified the strips expire 12/28/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 291mg/dl and 269mg/dl fasting. Reviewed meter memory: 1: 276mg/dl (B)(6) 2015 12:43:00 pm fasting: no. 2: 313mg/dl (B)(6) 2015 12:34:00 pm fasting: no. 3: 297mg/dl (B)(6) 2015 12:31:00 pm fasting: no, 4: 157mg/dl (B)(6) 2015 06:40:00 am fasting: yes. 5: 173mg/dl (B)(6) 2015 12:15:00 pm fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4).most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-95mg/dl fasting. Verified the strips expire 12/28/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 291mg/dl and 269mg/dl fasting. Reviewed meter memory: 1:276mg/dl (B)(6) 2015 12:43:00 pm fasting:no. 2:313mg/dl (B)(6) 2015 12:34:00 pm fasting:no. 3:297mg/dl (B)(6) 2015 12:31:00 pm fasting:no. 4:157mg/dl (B)(6) 2015 06:40:00 am fasting:yes. 5:173mg/dl (B)(6) 2015 12:15:00 pm fasting:no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.